Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407458 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
Further information was obtained indicating that a dislodgement was confirmed and the lead was repositioned.

Event description:
It was reported that, one day post implant, the right atrial (ra) lead was not capturing and the sensing was diminished. A chest x-ray was performed and the lead appeared to have dropped. The lead remains in use. No patient complications have been reported as a result of this event.